Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient is deceased and the device "didn't work". Additional information was received from the physician's office that the patient was a "no show" for the one week post-operative appointment. The patient was never seen following device implant. It was further noted that the patient was very ill and had multiple co-morbidities. No additional information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.